Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was admitted to the hospital on (B)(6) 2014 due to a (B)(6) infection at the ipg site. The patient was treated with IV antibiotics. F/u info revealed the patient underwent surgical intervention on (B)(6) 2014 and her scs system was explanted due to the infection.